Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2021, product type: catheter. Product ID: 8 709sc, lot# n209238003, implanted: (B)(6) 2010 explanted: (B)(6) 2021, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving fentnayl (4000 mcg/ml at 882 mcg/ml) via an implantable infusion pump. It was reported that the patient had a fluncation in weight and the pump flipped. It was noted that the device had to be flipped in order for the hcp to read it anda pocket revision was performed. The pump had to be moved to another area of the patients abdomen.